Manufacturer narrative:
Batch review performed on 23 november 2021: lot 2004193: (B)(4) items manufactured and released on 11-08-2020. Expiration date: 2025-07-12. No anomalies were found related to the problem. To date, all items of the same lot have been sold without similar reported event. Additional device involved: batch review performed on 23 november 2021: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2009402: (B)(4) items manufactured and released on 26-01-2021. Expiration date: 2026-01-14. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event.

Event description:
The patient came in 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner and the surgery was completed successfully.